Event description:
It was reported, the day after initial implant procedure, high pacing impedance was noted on the device. Provocative testing was performed, however, no anomalies were observed. No further intervention was performed at this time. The patient was stable.